Manufacturer narrative:
Date recv'd by MFR: 17dec2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021 b4:(B)(6)2021 parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17dec2020. B4: (B)(6) 2020 h10/11: correction: there was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec'd date:13nov2020. Report date: 20nov2020. The replaced front bezel was received for failure investigation. It was determined that the root cause of the reported failure is liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
It was reported that the unit had a navigation ring failure. It is unknown if there was patient involvement.